Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing, an image was not displayed, caused by damage to the ccd (charged coupled device). In addition, water tightness was lost, caused by a pinhole on the universal cord. A worn angle wire caused the bending angle in the up direction to be less than the standard value. The a-rubber had a chip on the adhesive. Based on the results of the investigation, it is likely that the following led to the malfunction: a failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the circuit board in the video connector; however, a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported hd endoeye laparo-thoraco videoscope had an air leak. There was no patient or user harm reported due to the event. The subject device was returned to an olympus service center for evaluation. Inspection and testing found that no image was displayed from the scope. This report is being submitted for the malfunction found during the device evaluation.